Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. No information was available concerning the patient's death. The patient's medical records chart noted that the patient was deceased. The physician attempted unsuccessfully to reach the family for more information. There is no allegation from a health care professional that the patient's death was device related.